Event description:
Event description guidant received information that during the attempted implant of an implantable cardioverter defibrillator (ICD) oversensing was seen that was found to be due to loose setscrews. The setscrews were tightened; however, oversensing and pacing inhibition were still present. It was decided to attempt a new device. Upon interrogation of the second device, prior to attempting to implant, the battery showed a status of mol1 with a voltage of 3.19v. The device was not implanted. Subsequently, a third device was successfully implanted.